Event description:
Complainant alleged that during biomed testing the device failed, however, specific info was not available. Complainant indicated that there was no pt involvement in the reported malfunction. During testing at zoll, the device displayed a "bridge test fail" message.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.